Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer with serial number (B)(6). The investigation determined that the analyzer and the elecsys hiv combi pt assay performed within specifications. The false non-reactive result was attributed to pre-analytical sample handling issues. Specifically, the primary tube used for the first measurement was underfilled with 1 ml of blood instead of the required 3 ml. Additionally, quality control (qc) data from 28-jul-2020 showed that precicontrol hiv level 2 (antibody positive control) was out of specification, although this qc was performed after the patient sample measurements. Most other qc results were within specification. The root cause of the false non-reactive result was identified as improper pre-analytical handling of the patient sample. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a non-reproducible false non-reactive result for the hiv combi pt elecsys cobas e 100 assay on the cobas e411 rack instrument for one patient sample. The first measurement was performed on (B)(6) 2020 using a primary tube containing 1 ml of blood instead of the required 3 ml. The result was 0.481 coi (non-reactive). This result was not reported out of the laboratory. Due to a previous reactive result for the patient, the sample was re-run using a new reagent pack. The second measurement, performed on (B)(6) 2020 from the same primary tube after centrifugation, yielded a result of 1618 coi (reactive). A new sample was subsequently requested, and testing on (B)(6) 2020 produced a result of 1607 coi (reactive).